Manufacturer narrative:
Procedure was performed successfully and the device was discarded per hospital policy. There was no allegation of a product malfunction.

Event description:
The customer reported that a successful tif and hiatal hernia procedure was completed. The day after the procedure, the patient returned to the hospital with unspecified symptoms. Indication of low hematocrit anemia and hematochezia was noted and the patient was given an unspecified amount of blood. An egd procedure was performed and blood was found in the stomach along with a hematoma with extravasated tissue. The extravasated tissue was successfully cauterized.